Event description:
Life bent at bottom brace when resident was being transferred from wheel-chair to bed. Product data states lift is safe to use for wt. Up to 470 lbs and with one health care professional (properly trained).